Event description:
Consumer complaint of "lo" blood result. Expected blood glucose results fasting range from 220 to 250 mg/dl. Customer went to hospital for high blood glucose readings. Compared results to hospital meter. Blood test performed using hospital meter with result of 256mg/dl and trueresult meter provided result of "lo". Back to back blood test performed during call not fasting ((B)(6) 2015; 06:07pm), with results of 217mg/dl and "lo". Verified storage of test results of 217 mg/dl and "lo". Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 01/13/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: "lo" (B)(6) 2015, 10:39am, fasting: yes. "Lo", (B)(6) 2015, 06:15am, fasting: yes. "Lo", (B)(6) 2015, 11:08pm, fasting: no. 361mg/dl, (B)(6) 2015, 08:03pm, fasting: no. "Lo", (B)(6) 2015, 04:16pm, fasting: no, (B)(6) 2015. Customer also sought medical intervention and was hospitalized.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with intermittently gives 'lo' result. Root cause: bent pin on strip connector.